Event description:
It was reported that the device was not cycling. No patient involvement was reported.

Manufacturer narrative:
Other, other text: the previous service history has been reviewed and may be related. Other problems found currently with high pressure, previously unable to duplicate. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no external damage. Functional testing performed checks while having the device cycle for approximately 30 mins and it cycled as intended. Other problems were found, high pressure led was constant and the variable relief pressure measured high on 20 intermittently. Impact to the device previously may have caused the intermittent issues. Replaced input manifold as a preventative measure. As well as replaced the electrical chassis and variable relief valve to correct the high pressure issues.